Event description:
The following has been reported: missing black sensor on cassette latch. No active infusion stopped or any patient harm noted. A preliminary review of the device log files was not performed as the reported issue was identified as physical damage to the lever arm. The device was returned for evaluation. The rubber boot of the lever arm has been torn off from the device. The lever arm shows signs of wear and damage. The right side bag hook is damaged. The device was opened for internal inspection. A foul odor was coming from the interior of the device. The screw mounts on the lcd touchscreen are damaged and the main pcba is loose. The rear cover o-ring was found unseated. Further inspection of the device found dried fluid ingress around the area of the set ID. Reporting as a conservative measure due to the fluid ingress identified during investigation. No adverse effects were reported.